Manufacturer narrative:
The grasping forceps was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. However, the most probable cause of the reported complaint can be attributed to operational error. During withdrawal of the instruments, the instruction manual states to: close the jaws, turn the locking lever counterclock-wise, withdraw the forceps/scissors and telescope from the sheath, withdraw the sheath from the patient and to disassemble the instrument. If additional information becomes available or if the device is returned to olympus for evaluation, this report will be supplemented accordingly.

Event description:
Olympus was informed that multiple pieces broke off the distal tip of the inner sheath and fell into the patient¿s bladder during a cystolitholapaxy procedure. In addition, grasping forceps (a20710a) were used to remove stones from the patient's urethra. The user facility noted some stones were too large to fit through the inner sheath or too small to break up with a laser and upon withdrawal of the stones the grasping forceps broke and were stuck in an open position. The patient¿s urethra bled as a result of withdrawal of the grasping forceps. It is unknown how the bleeding was controlled. The procedure was stopped after the device fragments were retrieved from the patient. The device fragments were retrieved using flexible forceps. There was no serious patient injury reported. Two of 2 devices.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturers (OEM) and to update the following sections. The OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the device. The DHR review revealed no abnormalities/non-conformities for this device.

Manufacturer narrative:
The (a20710a) grasping forceps was received attached to the (a22040a) inner sheath. The jaw of the grasping forceps was in the open position and unable to close. Mechanical testing was performed by manipulating the handle of the grasping forceps and noted looseness in both the pull and push motion. The jaws were unable to respond as a result of a loose guide wire. A microscope inspection was performed and revealed the solder joint on the guide wire was broken. Based on similar device reports, the most probable cause can be attributed to excessive force / mechanical overload.